Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
This supplemental report was created to correct the cause of explant. The device was not explanted due to infection but actually from pbd as a malfunction report was initially reported in report 2124215-2022-49594.